Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-21737. The pt received two sacral leads (off-label) with different lot numbers. It was reported the pt (B)(6)) experienced ineffective pain relief. Reprogramming was unsuccessful in attaining back coverage. The physician plans on doing a trial procedure to address the issue.